Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds and pacing impedance. Fluoroscopy imaging was performed and externalized conductors were observed just above the right ventricular coil. The lead was capped and replaced on (B)(6) 2019. No adverse patient consequences were reported.